Manufacturer narrative:
A field service engineer performed testing and investigation. During testing the device did not alarm with a s233 malfunction alarm code; however it was noted in the device history. The probable cause of the customers reported s233 malfunction alarm code was due to a broken cooling fan. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with multiple s233 (over-temperature-psc) malfunction alarm codes. No info was provided; therefore specific pt info, pu,mp programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, a s233 malfunction alarm was noted. No add'l info was provided.